Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31552843l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during a paroxysmal afib (psafib) ablation procedure with a qdot micro catheter and the patient experienced pericardial effusion treated with pericardiocentesis and surgery. It was reported that the patient suffered a pericardial effusion during a pfa procedure with a boston scientific farapulse system. After mapping with carto and ablating in the left atrium with pfa, the physician was mapping an atypical flutter with carto 3 and doing touch up ablations with rf (qdot micro). The physician moved the intracardiac echocardiography (ice) catheter and noticed the large effusion. The caller reported no patient symptoms. Pericardiocentesis was performed but was insufficient to control the effusion. The patient was transported to cardiothoracic (CT) surgery for further intervention. Current patient status is unknown. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On 8-sep-2025, additional information about the patient and event was received. It was reported ablation had already been performed before the effusion was noticed. The pvi portion of the procedure was completed. The effusion was noticed during the ablation of an atypical flutter induced during the procedure. The patient needed cardiothoracic surgery intervention to repair the tear in the left atrium. The patient needed extended hospitalization to monitor post CT surgery. The outcome of the adverse event was fully recovered (no residual effects). A transseptal puncture was performed using a baylis versacross wire. The flow setting on the qdot ranged from 4 ml/min to 15 ml/min during the ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Correction: on 8-sep-2025, a typo was noticed in field b5. Event description of the 3500a initial medwatch report. It was incorrectly reported that ¿during a paroxysmal afib (psafib) ablation procedure¿. The correct acronym for paroxysmal afib is (pafib).